Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter (mother) of the lay user/patient contacted lifescan (lfs) austria, alleging that his onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) limited documentation as the reporter was unable/unwilling to provide detailed information. The reporter was unable to provide the date and time when the alleged inaccurate high took place. The reporter for the patient claimed that they obtained a blood glucose result of 298mg/dl on the subject meter compared to 170mg/dl on another meter (accu check meter). The reporter was unable/unwilling to provide any further information. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device may have malfunctioned.